Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), headache ("headache"), dizziness ("dizzy spells") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on 10-mar-2017. At the time of the report, the pelvic pain, dysmenorrhoea, headache, dizziness and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, dizziness, dysmenorrhoea, headache and pelvic pain with essure. The reporter commented: after placement of the essure device, the symptoms opposite set in, with first consultation for this reason in 2013. Further company follow-up with the regulatory authority is not possible. Company causality comment this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain amongst other non-serious events. She underwent a hysterectomy and salpingectomy and essure was removed 6.5 years after insertion. Pelvic pain is anticipated in the reference safety information for essure. In this case, there is no information about the consumer's historical and concomitant medical conditions. She referred that the events started 2 years after insertion. Pelvic pain of varying intensity and duration may occur and persist after essure insertion. Although the consumer also reported adenomyosis that could be an alternative explanation for the pelvic pain, a contributory role of essure cannot be excluded (related). This case was regarded as incident since a device removal was required. A product technical analysis is awaited. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - heath authorities in (B)(6) ((B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), headache ("headache"), dizziness ("dizzy spells") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, headache, dizziness and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, dizziness, dysmenorrhoea, headache and pelvic pain with essure. The reporter commented: after placement of the essure device, the symptoms opposite set in, with first consultation for this reason in 2013. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.